Manufacturer narrative:
Added lot numbers for concomitant 4.8mm cannulated trapezium drill, .2.0mm cannulated drill bit. Device returned to manufacturer a product development investigation was performed on the subject device. This complaint was not able to be confirmed at customer quality (cq). The returned complaint device part# 02.226.216 (2.4mm headless compression screw-short thread 16mm) was received at cq showing minor thread wear and screw head drive recess wear consistent with implantation and removal. No evidence that it did not cut into bone was provided. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as reportedly the screw would not advance/cut/seat into human bone. The following were returned as a concomitant device without an alleged complaint condition: part #: 310.221, lot #: pe02813, quantity: 1, part #: 03.226.003, lot #: 2251346, quantity: 1. Upon visual inspection there is no evidence that these devices contributed to the complaint condition, and therefore no additional investigation will be performed on these devices. No new malfunctions were identified as a result of the investigation. A visual inspection under 5x magnification, and drawing review were performed for the returned complaint device (screw) as part of this investigation. No product design issues or discrepancies were observed. A review of the device history records was unable to be performed since the lot number was unknown. Relevant tabulated product drawing was reviewed during this investigation. No product design issues or discrepancies were observed. Unable to determine a root cause. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: 4.8mm cannulated trapezium drill (part # 03.226.003, lot # 2251346, quantity 1), 2.0mm cannulated drill bit (part # 310.221, lot # pe02813, quantity 1).

Manufacturer narrative:
(B)(6). Patient identifier not available for reporting. Patient weight reported (B)(6). (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a correction of the first metatarsal using a 2.4 mm headless compression screw, which the surgeon had performed the osteotomy in the past without issue, the surgeon had a problem with the screw not fully seating into the bone. During the surgery, performed on (B)(6) 2017, the surgeon inserted the guide wire and measured, drilled using the countersink (because the patient was reported to have hard bone) but still could not get the screw fully seated. It was explained that even with taking these suggested measures, the surgeon could not get the head of the screw where it was supposed to be; threaded into the bone. Reportedly the head just stopped advancing. The surgeon checked to ensure the right length screw was used under c- arm and it was confirmed that the threads were in the far cortex where they should have been but the head of the screw was not cut into the near cortex as desired; it would not countersink of give any purchase in the bone. The surgeon kept the guide wire in, removed the same screw and re-measured, then re-drilled in the same space, and then re-did the countersink (this time drilling past the countersink just a bit further) but still had no success; the screw would not engage the near cortex. The surgeon then opened another set and implanted a 2.7 mm solid cortex screw without the headless compression and the screw ¿sat right down as expected¿ and was successfully implanted. There was reportedly a five-minute delay due to the reported events but the surgery was successfully completed with no harm to the patient. The patient was reported to have very good bone quality but it was reported that using the countersink is typically successful. Concomitant devices reported: 4.8 mm cannulated trapezium drill (part 03.226.003, quantity 1), 2.0 mm cannulated drill bit (part 310.221, quantity 1) guide wire (quantity 1). This report is for one (1) 2.4 mm headless compression screw. This is report 1 of 1 for (B)(4).